Manufacturer narrative:
Device passed displacement test and self test. No moisture damage on electronic or motor assembly or inside reservoir or battery compartment noted. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was report that the insulin pump was exposed to moisture. The customer's blood glucose was 8 mmol/l at the time of incident. The insulin pump had a crack and led to water entry in it. The display screen was stuck on the mdt logo. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.